Manufacturer narrative:
The 3mensio imagery was provided by the site which shows the patient anatomy. The imagery shows the full access vessel anatomy in which the patient vessels have tortuosity and calcification. The stretched vessel view of the patient anatomy also shows calcification in the patient¿s vessels. The devices were not returned to edwards lifesciences for evaluation. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the IFU, potential adverse events, additional potential risks associated with the use of the valve, delivery system, and/or accessories include mechanical failure of delivery system, and/or accessories. Valve delivery: caution: maintain guidewire position during valve alignment. System removal: unflex the delivery system while retracting the device, if needed. Verify that the flex catheter tip is locked over the triple marker. Retract the loader to the proximal end of the delivery system and remove the delivery system from the sheath. Caution: patient injury could occur if the delivery system is not unflexed prior to removal. Per the procedural training manual, valve crossing and wire exchange: cross native valve with straight wire with catheter support. Measure pressure gradients prior to wire exchange. Exchange straight wire for 0.035¿amplatz extra-stiff wire with pre-shaped distal end in lv. Take time to ensure wire is tracked to apex of left ventricle and does not get caught in the mitral chordae. Additional considerations: using extra stiff wire with j-tip may help prevent ventricular perforation. Incorporate the stiff section of the wire in the curvature. Adjust the radius according to lv size. Note: once the delivery system is inserted, the stiff portion of the guidewire should extend beyond the distal end of the delivery system at all times to protect the apex. Valve alignment: note: maintain guidewire position in the left ventricle during valve alignment. Thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. No IFU/ training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The complaints for ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty - valve, through sheath¿ were unable to be confirmed. Investigation of DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigation's supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the report, it was believed the valve was getting caught on the seals in the sheath. This indicates that the delivery system with crimped thv was not retrieved as a unit with the sheath. Per training materials, the sheath and delivery system should be removed as a single unit once the thv is inside the sheath tip. The attempted withdrawal of the thv through the sheath seals may have led to the withdrawal difficulties observed. Additionally, it was reported the operator pulled on the delivery system so hard that the catheter broke off just distal to the stent/balloon. It is possible, in order to overcome the withdrawal difficulties due to the thv being caught on the sheath seals, excessive force was used, leading to the distal portion of the delivery system separating. While a definitive root cause is unable to be determined, available information suggests that a use error (retrieving delivery system with crimped thv through sheath housing/excessive force) may have contributed to the complaint events. The complaint for ¿distal tip, nose tip ¿ separated¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (excessive force when retrieving delivery system with crimped thv through sheath seals) contributed to the reported event. Since no manufacturing non-conformance's, labeling, training, or IFU deficiencies were identified, therefore, no corrective and preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review the complaint for ¿delivery system ¿ withdrawal difficulty - valve, through sheath¿ was unable to be confirmed. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (retrieving delivery system with crimped thv through sheath seals) contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, therefore, no corrective and preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
23mm sapien 3 valve, commander ds, esheath prior to implant of a 23mm sapien 3 valve using transfemoral approach, the wire position was lost while advancing the delivery system. While withdrawing the valve and delivery system through the sheath, the operator pulled on the delivery system hard enough that the catheter broke off just distal to the stent/balloon. The valve and broken off section of the delivery system remained in the sheath. All the devices were discarded and new devices were used to complete the case. The operator tried to remove the entire system with valve in place through the esheath. There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath. The device was thought to be getting caught on the seals in the sheath during withdrawal. The system was able to be removed together without any reported injury. There was no retained volume in the balloon. The inflation syringe was pulled to negative and locked. There was no visible damage to the sheath after it was withdrawn.